Event description:
In 2007, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Computed tomography imaging revealed that there was a lack of wall apposition between the device and a proximal type I endoleak. Further imaging revealed that there was blood clots in the aneurysmal sac and a type ii endoleak. Four months later, the physician explanted the devices. The pt was reported to be doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted and explanted were: pxa280300,pxc201200, pxa280300, pxc201400, pxa280300, plx161407.